Event description:
Patient says she is having constant discomfort around her pocket site since receiving her enterra implant in the fall of 2023 by dr (B)(6). Says she can feel her stimulator "flipping" around in the pocket. Is consulting her surgeon to see if she is in need of a revision. She also listed several other health issues that could be contributing to her abdominal discomfort, and upcoming procedures to address those issues. She and dr (B)(6) are planning to discuss waiting on a revision until those other procedures are done, to see if they have an impact on the discomfort.